Event description:
I received a freedom pump for intravenous immunoglobulin infusions from cvs specialty pharmacy, whom gets their freedom pumps from (B)(6), when the pump arrived it has blood on it. This is a biohazard. I'm already immunocompromised and this is unacceptable to receive a product in this condition. Per cvs pharmacy these pumps are not checked prior to being sent out and are received from other patients and returned when they no longer need them and are not checked by the manufacturer prior to being sent to a new patient for use. This product was a biohazard and put my health at risk.